Manufacturer narrative:
Conmed footswitches and generators are not compatible with generators or footswitches from (B)(4). The two cannot be used together. Our manuals and package inserts provide warnings that conmed generators should only be used with conmed footswitches.

Event description:
(B)(4).